Manufacturer narrative:
Device was deployed in air after initial failure to deploy which would indicate that the device was functioning correctly. It is not possible to determine failure mode since device was deployed prior to being received by the MFR.

Event description:
Biliary stent would not deploy during a procedure. Stent was deployed in air after system was removed from body.